Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 pt reported "I changed to a brand new transmitter and it keeps saying failure and never warms out". Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No product was provided for evaluation.